Event description:
The dental implant fx7008swc was removed on (B)(6) 2018 due to loss of osseointegration 1 year and 7 months after implantation. The doctor noted periodontal disease during surgery. The patient has no significant medical history. The patient has recovered without complications.